Event description:
This is filed to report a flail and jet after placement of the mitraclip devices. It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr) and leaflet flail. After the first mitraclip was implanted, a second clip was decided to be implanted medially to the first clip. Due to a lack of sufficient height, the second clip had to be aligned in the left ventricle and, according to the echocardiograph, a flail was provoked. The second clip could be placed without any problems and the mitral insufficiency was reduced to 1-2, but the resulting flail left a small eccentric jet. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy) is due to procedural conditions. The reported tissue injury appears to be a cascading event of the difficult or delayed positioning. Additionally, tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.